Event description:
The patient is a (B)(6) male with known history of seizure disorder. Caller indicated that on (B)(6) 2014, her spouse (patient) suffered from a seizure an immediately took a reading with the device (blood glucose meter). The caller indicated that a reading of 158 mg/dl was produced on the meter. The caller reported that she called an ambulance, which arrived approximately five minutes after the reading of 158 mg/dl was produced. The caller reported that when the emt personnel arrived, they put sugar into the patient's mouth and took a blood glucose reading with the emt blood glucose meter, which resulted in a reading of 68 mg/dl. The caller reported that the patient was then transported to a hospital, where a third reading was taken with the hospital blood glucose meter approximately ten minutes later. The caller reported that the third reading produced was 58 mg/dl. MFR ref #3009348882-2014-00002.